Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the tip was stuck in the floppy end of the guide wire. Microscopic inspection revealed the guidewire exit port was damaged (deformed/lifted).

Event description:
It was reported that device entrapment occurred. The 100% stenosed, non-tortuous target lesion was located at the left anterior descending artery. The opti cross 6 hd was advanced over a non-boston scientific wire for ultrasound examination for the target lesion. During the procedure, recording issues were encountered so some trouble shooting outside the body was performed to resolve. The target lesion was stented and another run performed without any recording issues. However, the catheter was stuck on the wire so the devices were removed together as one unit. The procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
B1 adverse event/product problem and h1 type of reportable event: corrected.

Event description:
It was reported that device entrapment occurred. The 100% stenosed, non-tortuous target lesion was located at the left anterior descending artery. The opti cross 6 hd was advanced over a non-boston scientific wire for ultrasound examination for the target lesion. During the procedure, recording issues were encountered so some trouble shooting outside the body was performed to resolve. The target lesion was stented and another run performed without any recording issues. However, the catheter was stuck on the wire so the devices were removed together as one unit. The procedure was completed successfully. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The 100% stenosed, non-tortuous target lesion was located at the left anterior descending artery. The opti cross 6 hd was advanced over a non-boston scientific wire for ultrasound examination for the target lesion. During the procedure, recording issues were encountered so some trouble shooting outside the body was performed to resolve. The target lesion was stented and another run performed without any recording issues. However, the catheter was stuck on the wire so the devices were removed together as one unit. The procedure was completed successfully. There were no patient complications.